Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fresenius dialyzer and combi set clotted approximately one-hundred and four minutes into a patient¿s hemodialysis (hd) treatment. The treatment was interrupted with arterial and venous pressure alarms, in addition to a transmembrane pressure (tmp) alarm. The nursing staff inspected the system and noted the blood coagulation; the clotting was reportedly visible on the dialyzer membranes. Upon follow-up it was confirmed that both the dialyzer and combi set were inspected for defects prior to use, and no defects were identified. It was unknown if there were any changes to the patient¿s blood flow rate during the treatment. The patient was dialyzing on a fresenius 4008's hd machine. It was unknown if the patient¿s blood was returned, and therefore, the patient¿s estimated blood loss (ebl) was also unknown. The patient completed their treatment after being re-setup with new supplies on the same machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer and combi set were not available to be returned for physical evaluation as they were reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.